Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000189, serial/lot #: (B)(6). Rev. 1 h2-3) the drive source assembly was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the an internal clicking sound was hear when the assembly was in motion. The assembly was faulty and had electrical failure. Codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6): no parts have been received by the manufacturer for evaluation continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000189, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that someone closed the image acquisition system wrong and then later it's no longer spinning freely. Also mentioned that after multiple reboot, site was able to complete a navigated spin, surgery was successful. This issue occurred intra operatively and no additional information was provided.

Manufacturer narrative:
(H3,h6): the manufacturer representative went to the site to test the imaging system and was unable to take a successful 3d shot, after rebooting both system the generator never gave a green check. Pendant shows initializing, please wait message - svce console found error 139 &140, cleared error pulled gen logs & rebooted generator. Measured powersupply1 voltage was 5.096v and after boot up got gen green check mark, now the motion box has red check mark with error message error initializing source traced clicking noise to source drive motor. Noticed that the tube was unable to move during boot up. Placed part order for source drive assy and later found system not able to shot x-ray, error 139 & 140 returned oin gen logs. Troubleshoot done to determine to replace the dual speed starter & bosster module and placed case part & part shipping. Later was able to replace the source drive motor. Rebooted system and the gen errors went away, customer was able to complete 2 separate spins one day apart. System is not down and repair at later date. B01,c07,d02,g04090,g04060 are applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) the product ID: bi71000230 and product ID: bi71000576 were returned unused to the manufacturer and are no longer considered a part of this complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
System being used during a sacroiliac and thoracolumbar procedure. No impact to the patient outcome and caused less than 1hr surgical delay.